Event description:
The patient reported that one of his insulin infusion headsets did not adhere properly to his skin. He stated that he had no issues with the previous 7 headsets but the eighth one did not adhere. He said he then used another headset from the box and it adhered without error. The pt did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.